Event description:
The customer stated that the insulin pump has water underneath the screen after it was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.